Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR asthe patient reported tooth loss (permanent impairment to body structure) and the invisalign product was being used.

Event description:
The patient reported the trays pulled off a crown and broke tooth # 19 (lower left 1st molar). The patient reported having tooth 19 extracted due to the event. The patient did not report taking or being prescribed medication due to the event. The treatment was discontinued on (B)(6) 2020 and the patient is currently getting better. The treating doctor shared the potential root cause could have been the trays were too tight.